Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that the insulin pump was cracked around the corner of the liquid crystal display. No further information was provided. The customer's most recent glucose reading was 472mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the insulin pump was received with cracked window display and reservoir tube. After testing, it was concluded that the device operated within specifications.